Event description:
While the oxygenator was being used in a CABG procedure, the perfusionist observed blood to be dripping from what appeared to be the styrofoam cap near the gas outlet. The perfusionist could not confirm if the blood was actually dripping from the gas outlet port, only that it was visible around the outlet and styrofoam cap.